Event description:
It was reported by customer that when they opened the prefilled sterile syringe it was only partially filled with solution. Verbatim: material # 306572, batch # 4326482. Incident details: arrived in home with prepackaged PICC kit supplies to perform task of changing PICC dressing. When I opened the prefilled sterile syringe it was only partially filled with solution. Cap was intact at time of opening package. Lot number 4326482 expiry 2027-10-31. Type of incident/problem: defect (observed prior to use). Level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4326482. The review did not reveal any possible detected non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the defect of underfilled syringe was confirmed. Although we were able to confirm the reported issue, based on the production history review and without the physical sample, an exact cause could not be determined. If the physical sample becomes available, additional findings may be possible. This is the first report received for this type of issue on material 306572 and batch 4326482. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.